Manufacturer narrative:
The device is not available for return.

Event description:
Sales rep reported a doctor informed him one of his patients had a reaction to orthovisc the day after having her first knee injections on (B)(6) 2016. The patient had bi-lateral injections and the next day noticed swelling around both knees and her legs. Her blood pressure was elevated and had a rash on her chest. She went to the emergency room and was hospitalized for four days. It is not known what tests were given, only that her white blood cell count was elevated. It is not known if any antibiotics were given. There are no patient updates. The doctor was informing the sales rep only because he was in the office that day.